Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The 90% stenosed target lesion is located in the mildly calcified left anterior descending artery. The 3.00mm x 12mm promus element plus stent was advanced into the 3.5mm non bsc guide catheter but the stent was dislodged. The physician commented that "it seems the guide catheter was kinked and the stent was dislodged at the kink site. Resistance was not felt." The stent was withdrawn together with the guide catheter. The procedure was completed using a 3.0mm x 12mm non bsc stent. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that during a percutaneous coronary intervention, stent dislodgement occurred. The 90% stenosed target lesion is located in the mildly calcified left anterior descending artery. The 3.00mm x 12mm promus element plus stent was advanced into the 3.5mm non bsc guide catheter but the stent was dislodged. The physician commented that "it seems the guide catheter was kinked and the stent was dislodged at the kink site. Resistance was not felt." The stent was withdrawn together with the guide catheter. The procedure was completed using a 3.0mm x 12mm non bsc stent. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR: the stent had detached from the balloon catheter and was not returned for analysis. An examination of the balloon found that the balloon had been subjected to positive pressure with the balloon wings not having refolded. A clear impression of the stent crimp was visible on the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).